Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spy ds controller were attempted for use in the common bile duct for stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, after the spyglass was introduced into the cbd, the image became hazy and unclear. Shortly thereafter, the display stopped functioning and several dots appeared on the screen. We attempted to reset the connections, but the same issue persisted. As a result, the procedure was cancelled due to this event.

Manufacturer narrative:
Block e1: the healthcare facility address: (B)(6). Block d4, h4: detailed product information was not provided to bsc. Attempts to determine by good faith effort to obtain the information are in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f1001 captures the reportable event of aborted or cancelled procedure.